Event description:
"Caller alleged imprecision with inratio meter. Results as follow:" 1.9, 3.7, 2.4 and 4.3. The 1.9 and 3.7 performed on same finger stick within a few minutes of each other. A 2.4 within 10 minutes. A 4.3 one hour later after troubleshooting. Pt self tester's therapeutic range: 2.5 - 3.5. Customer was milking finger; was not using the first drop of blood; took longer than 15 seconds to apply sample and added multiple drops of blood.

Manufacturer narrative:
Investigation pending.